Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had defective plastic. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer believed the plastic piece was probably burned from the energy of another instrument. The instrument was inspected after the last time it went through central processing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation and confirmed the customer reported complaint. The fenestrated bipolar forceps instrument was found to have thermal damage on the bipolar yaw pulley. The instrument passed an electrical continuity test. Additionally, the instrument was found to have contaminated grip cables. Small unknown particles were found on the cables at the distal end.